Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed upstream occlusion, and the tubing was not kinked between the bag and the pump. Per reporter, the pump was powered down, tapped the bottom to try dispersing air bubbles, powered back on, but the alarm persisted. Per reporter, the spike was inserted a little more, and the pump had then displayed 'preventative maintenance due.' The alarm was acknowledged, and the pump was restarted. The settings were reviewed: ib 8 ml every 1.5 hours, next dose due in 1 hour and 21 minutes, pca lockout 30 minutes. The patient had been advised to try the pca dose when available to see if the pump would administer. The event occurred while in use with a patient at patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.